Event description:
While wearing the external equipment, the pt reportedly experienced uncomfortable sensations and pain. The pt was seen at the center for device evalution. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. Surgery to explant the pt's device has been scheduled.